Event description:
It was noted a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect (vcc) kit was selected for use. The patient was placed under general anesthesia and transesophageal echocardiogram (tee) was performed to confirm the procedure can proceed and no pre-existing pe was identified. After the femoral vein access, the transseptal puncture (tsp) was completed using vcc through the watchman fxd curve access system (was). The was was advanced into the left atrium. A pe sweep was performed on tee and a collection of fluid was identified surrounding the left ventricle. A pericardiocentesis was performed. The laa closure procedure was cancelled. The patient is expected to fully recover.